Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The adverse event was reported because "a heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] severe burning/skin redness/burned blisters on the skin [burns second degree], allergic reaction [hypersensitivity]. Case narrative: this is a spontaneous report from a contactable pharmacist. A female patient of an unknown age (no pregnant) started to receive thermacare heatwrap (thermacare lower back & hip) lot number t48946, from unknown date at unknown frequency for pain and muscle tension. Medical history was not reported. There were no concomitant medications. The patient used thermacare heatwrap for the back for larger pain areas (package containing 4) for muscle tension for the first time and experienced allergic reaction, severe burning and skin redness. The action taken in response to the events of the product was unknown. The outcome of the events was unknown. According to the product quality complaint group: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The adverse event was reported because "a heat wrap caused burned blisters on the skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (04jan2019): new information received from the contactable pharmacist includes patient data (gender), device data (trade name, indication), concomitant drug data and additional event information (skin redness). Follow-up (20feb2019): new information received from the product quality complaint group included investigational results and additional event details (burned blisters on the skin). The report was upgraded to serious and reportable. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event hypersensitivity is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event hypersensitivity is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.